Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, cuff was tested with 10cc syringe, the patient was awake, alert, and ventilator and flexible trach tube dependent. Ventilator settings were ac/vc rr 14, vt 450, peep +5, fio2 28%. Patient had a routine tracheostomy change with no complications. One night, the rcp responded to ventilator alarm, and upon entering the room, the rcp noted ventilator alarm showing low vt and ve. The rcp attempted to troubleshoot alarm by checking for leak in circuit, repositioning the patient and tracheostomy tube. The rcp attempted to re-inflate pilot balloon with no improvement, large leak still noted. The rcp performed emergency tracheostomy tube change and inserted a new trach tube. The patient was placed back on mechanical ventilator with the same settings. Low vt and ve alarm no longer noted. Vital signs were checked and patient remains in stable condition. Spo2 99%, hr 120, rr 24. The removed trach was tested and inflated with 10cc syringe and sub-merged into water, air bubbles were noted in the cuff.